Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter shaft detachment occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view the target lesion; however, image disappeared during used. The device was then removed from the patient and checked however, it was noticed that the outer sheath and the image shaft was detached. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis without the imaging window (detached). Device analysis revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter shaft detachment occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci), an opticross imaging catheter was selected to view the target lesion; however, image disappeared during used. The device was then removed from the patient and checked however, it was noticed that the outer sheath and the image shaft was detached. The procedure was completed with another opticross imaging catheter. No patient complications were reported.